Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n140 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n140 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The leak occurred at the location of the return pump during the photoactivation phase. The ecp treatment was completed after the customer manually returned the contents of the treatment bag and return bag to the patient. The customer reported the patient was in stable condition. The kit return was requested, however, the customer will not return the kit for investigation.